Manufacturer narrative:
Investigation included technical review of reported event details and device use context. Investigation of this case revealed no device malfunction reported and that the system was still adapting during early learning. It was concluded that the cause of the hypoglycemia was unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced nocturnal hypoglycemia with a recorded glucose of 48 mg/dl while using the ilet bionic pancreas during the first week of use, and the user self-treated with oral carbohydrates and orange juice with subsequent return to range. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included self-limited event with recovery at home and no hospitalization.